Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was having high blood glucose and ketones. Customer removed the set and saw that the insulin went through and the device did not alarm no delivery alarms. Customer's blood glucose was 450 mg/dl then up to 500 mg/dl. Customer's blood glucose at time of call was 250 mg/dl. During troubleshooting, device passed the high pressure test. Found set cannula was bent. Customer was advised to change the entire set. Customer will not be returning the device for analysis.